Manufacturer narrative:
H3: analysis was performed for product 9735736, software version: 2.1.0. As per the case description, the site had difficulty registering the patient. The registration points did not appear at the correct location on the patient's scan. The probe would appear on the back of patient head once navigating on the nose. Hence suggesting using the 3-point init registration to avoid the orientation detection issues. However, as per the information provided on 03-oct-2024, the site declined to provide further details. This indicates that the logs and archives will not be available to check the registration patterns. Without logs and archives, there is insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b17, c19 and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, lot #: - h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A0908 was coded for after registration the registration points did not appear at the correct location on the patient's scan. The probe would appear on the back of the patient's head once navigating on the nose. A23 was coded for difficulty registering patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had difficulty registering the patient. They said that after registration, the registration points did not appear at the correct location on the patient's scan. The probe would appear on the back of the patient's head once navigating on the nose. To troubleshoot the 3-point touch was turned off and turned on, but that still did not resolve the issue. The site was instructed to only perform registration on the anatomy that also is represented in the scan. The site completed registration after some time, but the error was 3.3 mm however they had only used ~1 inch tall and ~3 inches wide surface area of the patient's forehead. They resorted to adding touch points on the outside of the eyes and visible parts of the ears which brought the error down to 1.2 mm. The site was happy with this registration. The site was informed of the requirement to scan the head from the top of the lip up per the image protocol. The issue was resolved. There was no impact on patient outcome. The site declined to give further information.